Manufacturer narrative:
Additional components potentially involved in the event include: common device name: qctrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000122280.

Event description:
It was reported the patient experienced ineffective stimulation due to impedance issues. In turn, reprogramming was unable to resolve the issue. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received wherein the scs system was explanted and replaced. Effective therapy was restored.